Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient stated they had a seizure and was vomiting. The patient was taken to the emergency room and treated with a glucagon shot in his leg and provided ondansetron (zofran). A cgm value of 220 mg/dl and bg value of 180 mg/dl were provided; however, it is unknown when these values were taken for comparison. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.